Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure the black plunger top of the abs-3008,quickset kit (lot 19har1191), popped out of the dual-chambered syringe tube when expelling the air/ migrating the calcium phosphate mixture up to the tip of the dual-chambered syringe. The black plunger top popped out and hit the surgeon's face shield, ricocheting and contaminating the device itself and the back table as well. They were able to finish the procedure with a new abs-3005 quickset kit from the facility inventory. There are no pictures of the complaint device and the complaint device is not able to be returned for evaluation. The staff immediately draped and discarded the product. The procedure was a hardware removal of another manufacturer's proximal humerus plate.